Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced an increased in charging the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure, and a lead was added for additional leg pain coverage. The patient was doing well postoperatively, and the explanted device was discarded per hospital policy.